Event description:
960 ml of an enteral feeding solution were started at 100 ml/hr. 1.5 hours later the bag was empty. When bag was checked in the med room, water would flow in tube even when put into pump. There was no illness, injury or medical intervention resulting from the event. One pt involved.